Manufacturer narrative:
Product ID: 3998, lot# v118062, implanted: (B)(6) 2008, product type: lead. Product ID: 399930, lot# v109837, implanted: (B)(6) 2008, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that last year the physician and the patient were aware that there may have been issues with coverage due to high impedances on the paddles. It was reported the patient "needs paddles revised." It was reported the patient was not receiving effective therapy due to problems with the paddles. It was reported the patient¿s status was alive-no injury. No complications were reported. Additional information received reported impedances were not checked. It was noted the patient was going to see the surgeon on thursday and they would determine if a revision would occur. Additional information has been requested, but it was not available as of the date of this report.